Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump received intermittent, multiple altitude alarms. The contact reported that it has taken approximately 1-2 hours for the pump to resume. The customer's blood glucose (bg) level was 200- 300 mg/dl for the past occurrences. While contacting tandem technical support, the customer's blood glucose level was over 400 mg/dl. It was indicated that manual injections and bolus with the pump were delivered to address bg levels. During troubleshooting with tandem technical support (cts), cts confirmed the altitude alarms in the pump logs. It was indicated that the customer would continue to use the pump for insulin therapy until replacement arrived.